Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) verified, cleaned, adjusted and aligned various parts of the instrument. The fse replaced pinch tubing. Instrument performance test results were within specification. The customer¿s calibration signals were slightly higher than expected. The customer spun the sample for 10 minutes at 5000 rpm. This spin speed may be higher than recommended. Multiple abnormal sample aspiration errors were observed on the alarm trace data. These errors suggest possible poor sample quality. The customer has had no further issues since the service visit. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for one (1) patient sample tested for elecsys anti-hav (anti-hav) on a cobas 8000 e 602 module. The initial result was 60 iu/l (B)(6) with a data flag. This result was reported outside of the laboratory where it was questioned by the doctor. On (B)(6) 2021 the repeat result was 6.0 iu/l (B)(6) with a data flag. This result was not reported outside of the laboratory as the customer was not sure it was correct. The anti-hav reagent lot number was 49363001 with an expiration date of 30-apr-2021.